Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. Daughter is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 150 to 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of lo and lo. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is 05/07/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).